Manufacturer narrative:
(B)(6). The exact age of the patient is unknown, however it was reported that the patient was over the age of 18 years old. The event date is unknown. It was reported that the procedure took place "more than three weeks" prior to the bsc aware date of (B)(4) 2014. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation, as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (exact date unknown). According to the complainant, the patient underwent the first bronchial thermoplasty procedure. Following the procedure the patient experienced a severe asthma exacerbation, and was admitted to the ICU. The patient was in the ICU for two and a half weeks. It was reported that only 2-3 days of the ICU stay were for asthma related symptoms. The remainder of the stay was for non-asthma related symptoms. Reportedly, the patient is highly allergic to most asthma medications and currently is only able to take maxair. The patient is currently "doing better than ever". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received as of october 2, 2014. The patient was described as having severe asthma and multiple medication allergies including ics, laba, and most sabas except for maxair. She has a total of (B)(6) medication allergies and is closely followed by a pulmonologist and allergist. Bt was offered as an alternative to her current therapies and she was pretreated in the usual fashion (with systemic corticosteroids preceding the procedure). Her baseline fev1 was > (B)(6) of predicted and the procedure (bt #1) was performed under general anesthesia (ga) both because of the history of allergy and the bronchodilator effect of the anesthesia. The procedure was unremarkable (local bronchoconstriction noted at the time of the procedure) and the patient was extubated afterwards uneventfully. She experienced some mild bronchospasm afterwards and was treated with maxair and systemic corticosteroids. She was to be hospitalized for bronchospasm on a general ward but developed some non-cardiac chest pain requiring monitoring, thus transferred to the ICU for observation of the rhythm. She was never intubated but did have flare-up of pre-existing episodes of idiopathic ileus. She improved quickly and was discharged - the second bt is now being planned."

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (exact date unknown). According to the complainant, the patient underwent the first bronchial thermoplasty procedure. Following the procedure the patient experienced a severe asthma exacerbation, and was admitted to the ICU. The patient was in the ICU for two and a half weeks. It was reported that only 2-3 days of the ICU stay were for asthma related symptoms. The remainder of the stay was for non-asthma related symptoms. Reportedly, the patient is highly allergic to most asthma medications and currently is only able to take maxair. The patient is currently ¿doing better than ever.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.